Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Product broke while retracting, the break happened during a procedure. Processed with protector, in warranty. Date of event, (B)(6) 2018, patient information, female, (B)(6) years, (B)(6) kg, no patient injury or intervention, after the event the patient's status was stable, no part of the device fell into the body field, no additional medical procedures were required, there was a case delay with patient on the table for 20 minutes while another retractor was sterilized, the lap rny gastroenterostomy was completed as planned, the facility did not report to the FDA.

Manufacturer narrative:
(B)(4). One (1) 89-6112 d-flex triangular retractor 80mm ang 5mm was returned for evaluation as the complaint sample. The etchings were clear and included the lot code of f17, the product code of 89-6112, and the snowden-pencer USA brand name. The sample was observed to have a broken cable that was frayed and out of the track appropriate to the product within the beads. The protruding cable end was frayed and exhibited the natural bend that looked to be previously at the end of the sample and a spiraling between the bend and the frayed end. Also, one side of the cable has been removed from the device through the jack screw and was not returned with the sample, with the other loose but still in the jack screw. The nitinol wire was pulled out partially of the tube, but still held all the beads required for this part number. Minimal wear was found (marks and scratches) on the handle and on the beads of the functional end of the retractor. The protective sleeve was returned with the sample. All pieces were returned other than the piece of cable and the white handle cap. Functionally, the jack screw did not control the cable¿s tension to tighten the beads as it was broke. This deemed the sample as non-functional. The broken cable was pulled down the beads towards the handle to determine where the break would have happened. The most likely location was before the first long segment of the triangle based upon the length of cable that remained. Underneath the beads, at the location which the break most likely occurred, it was observed that the cable was starting to fray with the other side of the wire having two strands broken. The force put on the sample to cause the beginning of fraying of the broken side of cable likely began the chain of events that caused the sample to fail. Upon visual and functional evaluation, the sample was verified as broken. It was most probable that the sample was put under enough stress to fray the cable initially. With the cable fraying, the cable would most likely continue to have additional force placed upon the remaining strands of the cable and eventually snap all the strands causing the observed failure mode. Device history records were reviewed for the 89-6112 sample, date code f17, lot number 889823: all work instructions were completed accordingly. No deviations or non-conformances were noted. Qa testing was performed, all inspections passed. The most probable root cause based upon the sample observation was that the sample was originally overstressed and over time the sample¿s forces caused it to break. The overstressed damage could have been caused by handling, cleaning, storage, or use. It is recommended to review the IFU in particular the handling, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.